Event description:
It was reported to philips that c-arm motorized movements were intermittently unavailable; collision and motor errors were logged on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Customer resolved; instructed fse to perform calibrations and tube conditioning. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).